Event description:
It was reported that during an unspecified stenting treatment procedure stent breakage occurred. An unspecified guide wire had been advanced top an unspecified location. A percuflex plus had been selected to treat the unspecified lesion. As the physician was loading the stent on the guide wire, the stent broke. The device did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported.